Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the screw tip fractured off into a humeral broach during a right shoulder arthroplasty. Another instrument was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the tip of the threaded inserter bolt fractured off into a humeral broach during a right shoulder arthroplasty. No further information provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The thumbscrew was returned for evaluation. The device was fractured, thus confirming the complaint. The hardness and dimension taken are within specification. The device history records for the thumbscrew were reviewed and identified no deviations or anomalies. This instrument had a potential field age of approximately five years. This device used for treatment. A complaint history review was conducted for part # 00430100201. The search identified no additional complaints for the same lot. Normal wear and tear likely caused the event.